Event description:
Patient underwent a sensing lead revision. The lead was not replaced or explanted. The lead's strain-relief was increased to address device traction. The lead was tested after being repositioned and performed adequately.